Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified artery in the brachial arm. A 6.0 x 100, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation, at nominal atmospheres for 40 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6).